Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that after 3 shocks were delivered to a (B)(6) male in cardiac arrest, the electrode pads were removed to check cardiac activity and to perform an ultrasound. Subsequently, the ultrasound gel was wiped off and at least 3 more shocks were delivered to the patient. When the electrode pads were later removed, a slight discoloration was observed on the patients skin under the anterior pad. Complainant indicated that the patient did not survive this event. Complainant indicated that the electrode pads involved in the reported malfunction were not retained by the customer.

Manufacturer narrative:
The electrode pads were not returned for evaluation. The customer was unable to provide zoll medical with pictures or clinical files to assist the investigation. The customer communicated that an ultrasound was performed in between shocks that may have contributed to the incident. We could not confirm if ultrasound gel played a role in poor skin coupling to the patient without the event electrodes. Zoll medical has closed this claim report as no product returned. Please reference medwatch report numbers: 1218058-2015-00151 for similar reports from the same customer. No trend is associated with reports of this type.